Event description:
Pt is complainant about bubble humidifier that is attached to oxygen unit (portable). Complainant writes it fails reducing oxygen supply to pt and the "medically approved water supply can easily be replaced by non-medical water". Complainant feels this could cause infections.